Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event, and upon arrival, the reported issue was already resolved by the customer. The needle bellow's vent / drain lines were clogged, and when the bellows contracted, the accumulated bloody fluid would spatter out. The customer had cleaned the needle bellow's vent and drain lines prior to fse arrival. Fse validated customer's repair and recommended routine inspection and cleaning as needed. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause for the leak was associated with the needle bellow's vent / drain lines being clogged.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a blood leak underneath the coulter lh750 hematology analyzer. User was wearing personal protective equipment (ppe) consisting of lab coat, gloves and goggle at time of incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No reports of death, injury, or change to patient treatment have been reported in connection with this event.